Event description:
It was reported the patient experienced the ¿implantable neurostimulator (ins) inbox icon¿ on her patient programmer the night prior to report. The patient noted they had used the antenna locate (al) feature to charge their device the day prior to report. It was stated the patient felt ¿the inbox icon should be on the patient manual for patients to know and understand what it means.¿ the patient stated ¿her only option was using the al feature to charge the ins.¿ the patient stated it was ¿difficult to find the spot¿ to charge their ins. It was further stated that with ¿very little subtle movements it (the coupling) changed¿ and she ¿had to charge daily.¿ the patient noted the situation was ¿a nightmare¿ and the patient was ¿working constantly with her health care provider (hcp) and manufacturer representative.¿ it was reported the patient ¿had to use the antenna locate (al) feature to charge and could not find the spot.¿ it was further reported the patient ¿sometimes got one bar¿ and with a ¿subtle shift went from six bars to nothing.¿ it was stated the patient was ¿ready to do another surgery until they found to use the al feature and charging for eight hours a day and the ins would get depleted.¿ it was noted the patient was unable to adjust their stimulation and the night prior to report the patient ¿had no control of her device because the patient programmer was stuck.¿ it was further noted the patient¿s ¿stimulation was locked¿ and the patient experienced a ¿weird signal and had no control over it.¿ it was stated the ¿picture was not in the manual.¿ the patient stated they ¿had a lot of problems with equipment¿ and had been given ¿broken stuff.¿ the patient noted their ins was fully charged the day prior to report and that they used their recharger to turn their ins on/off. The patient was redirected to their health care provider (hcp). Additional information reported the patient¿s estimated battery longevity would be shorter than 13 months because the patient¿s pulse width usage was 750 instead of the 450 that the estimation was based on. It was noted the patient used a ¿moderate amplitude.¿ it was noted the patient experienced ¿problems with recharging.¿ it was noted the patient was ¿not happy with having to recharge.¿ additional information stated the patient¿s ins was ¿sending a weird message to the programmer and all the controls were locked.¿ additional information reported the patient was ¿interrogated with the physician programmer and the patient was again able to use her device successfully.¿ it was stated the patient was ¿receiving good therapy¿ at the time of report. It was again noted the patient was unhappy with needing to charge her device and was ¿considering a primary cell device.¿ it was also noted the patient was ¿unclear how to use the al feature properly.¿ additional information stated the patient had ¿trouble recharging her ins, since implant.¿ it was noted the patient¿s recharger and antenna had been replaced and this ¿did not seem to help¿ the situation. The patient reported ¿there was some suggestion that the ins was tipped and was causing the issues of not being able to charge.¿ the patient was redirected to their hcp. Additional information reported the patient found ¿recharging cumbersome.¿ it was noted the patient¿s ins was ¿programmed to 0.1 sec on/ 0.1 sec off.¿ additional information stated the patient¿s device longevity was estimated as 21 months. It was noted the patient had ¿therapy impedances¿ of e1: 1449 ohms, e2: 722 ohms, and e3: 1418 ohms. It was additionally noted the patient¿s amplitude settings were e1: 2.85 volts, e2: 2.25 volts, and e3: 2.25 volts. A supplemental report will be filed if additional information is received.

Event description:
It was further reported that stimulator replacement surgery took place on (B)(6) 2013. . It was also stated that the patient was to have had a pocket revision, but the patient opted to have the rechargeable replaced for non rechargeable. It was stated that there was no device issue, but rather, a "patient issue." There were no abnormal impedances. The patient was not hospitalized. The patient was stated to be doing well and getting good therapy with the new stimulator

Event description:
Additional information received reported that the patient was going to have her rechargeable device swapped for a non-rechargeable device. The patient¿s previous device was sitting in the pocket at an angle and made it difficult to recharge. The patient wanted it out and replaced with a non-rechargeable for this reason. The patient had coupling problems.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional review indicated that the following information also pertained to this event. It was reported that the implantable neurostimulator (ins) was slightly tilted. It was noted that the doctor had the ins x-rayed to verify that the ins is in correct location. Additional information stated the patient's "implantable neurostimulator (ins) ended up healing a little tilted." Additional information stated the patient "felt" her ins may be tilted. Additional information reported that it was "suggested that the ins was tipped." Additional information received reported that the patient was still having concerns regarding her device or therapy but that they were working with their doctor or manufacturing representative. It was noted that the patient had a pre-operative appointment to replace the faulty ins on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received and it was reported that the ins was removed because it was defective. The patient could never get the ins to charge and when she tried to charge the ins it would burn her. There were no reported complications and no further complications were expected.